Manufacturer narrative:
This report will be amended when our investigation is complete.

Event description:
It is reported that the patient was revised due to unknown reasons.

Manufacturer narrative:
Upon further investigation the reported device has not caused any harm or injury.

Event description:
It is reported that the patient did not receive a persona tm tibial component.